Event description:
It was reported to boston scientific corporation that a mantis clip device was used for gastrointestinal bleeding (gi bleed) during colonoscopy procedure performed on an unknown date. During the initial procedure the hemoclip deployment went smoothly and the defect was completely closed. However, the patient reentered that hospital for gastrointestinal bleeding (gi bleed). It was found that the mantis clip was still on the defect but had slipped off one side of the mucosa. The procedure was completed with another resolution 360 ultra clips. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to february 1, 2024 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Imdrf impact code f23 captures the reportable event of patient reentering the hospital due to gi bleed. Imdrf device code a051201 captures the reportable event of clip dislodging.